Event description:
It was reported that information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt stated they got real unhappy with the 'whole unit' because they had to charge the implant every day which is 'totally ridiculous'. Pt stated that they quit charging it because they didn't have time to sit there for 2 hours every darn day. Pt stated the last time they charged the ins was at least 8 months ago. Pt also stated they are unhappy because they have since been told that there is an implant that does not need to be charged - agent reviewed vanta information. Pt stated they had to charge their first implant once a week and the ins they have now, they have to charge once a day. Agent reviewed ins battery depletion/ins charge frequency information. Agent sent request to repair to replace the ac power supply cord. Pt was redirected to hcp to further address ins charge frequency concerns. [See sr # 608671108 for the reason for call was pt stating they have had the stimulator for 12 years and the battery was replaced a year or so back and general text for omitted information].

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.